Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that the infusion set came off her body. The reason as to why this occurred was unknown. The patient's blood glucose was not affected. The patient was assisted with insertion of a new site. The patient had changed the cartridge, tubing and site the day prior. No damage to the packaging was noticed at that time. No patient injury was reported.